Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system include device thrombosis and re-operation as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01898) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported from germany that the patient had high watts on lvad and rvad due to possible thrombus formation as a result of arrhythmia. Rvad ((B)(4)) was stopped and left in situ. The lvad ((B)(4)) was exchanged. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Additional information reported that the rvad was implanted the same day as the lvad. There was no thrombus in the ventricles prior to the implantation. The arrhythmia prior to the high power was ventricular tachycardia (vt). After the rvad was turned off, it was also explanted due to "thrombus, totally clotted". It was reported that there was thrombus confirmed in the inflow cannula and impeller in the explanted lvad. The patient was placed on extracorporeal membrane oxygenation (ECMO) support and listed as "high urgent" for transplant in the ICU. The rvad and lvad pumps were not returned for evaluation. Review of the manufacturing documentation for both devices confirmed that the associated devices met all requirements for release. The reported event could not be confirmed via review of the controller log files as no log files were available for analysis. Based on the device history records review and available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. As reported this patient's arrhythmia is a contributing factor to the thrombus formation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads as outlined in the IFU. The IFU addresses guidelines for optimal patient management. Clinical factors including this patient's underlying cardiac condition and comorbidities may have contributed to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01898 and 3007042319-2015-01905) submitted for devices related to the same event.

Manufacturer narrative:
Both pumps explanted when patient was transplanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01898 ) submitted for devices related to the same event.